Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) male pt's monitor would not power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation, the monitor c/a board was contaminated and components j1006, u613, u201, lcd200, and the rear response button were all corroded. The root cause of the corrosion was ingress of an unk liquid. No adverse event resulted from the contaminated monitor. The pt received a replacement monitor.